Event description:
Adverse event: procedure ended at 95% completion. Malfunction: system shut down prior to completion. A technician reported the laser ablation interruption at 95% completion. The surgeon decided not to reboot in order to perform the last 5% of the procedure. The pt's ucva was 20/20 on their postoperative f/u visit. The healthcare professional reported there was no pt injury.

Manufacturer narrative:
Determination of root cause: assessment: territory manager assisted the site with efforts to restart the laser. Log files for this system for the date and time of this pt's surgery indicate that at the start of the treatment the system displayed error message opm 1 (no pupil detected), and this was followed by another error message opm 10 (95% interruption of the treatment at 95%). Conclusion: the root cause could not be determined. (B) (4)